Event description:
Customer reported a tubing was being used in the cvicu for a cardiac drip and, noted leaking filter with cracks evident. No patient harm was reported. Additional event and patient information was requested, but it was not available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product was received. Investigation is not complete. A follow up report will be submitted with any relevant information.